Event description:
It was reported that during engineering evaluation, it was observed that the small battery drive device had a sticky trigger, an unusual noise, a worn coupling head and was missing one of the safety disks. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of the complaint, it was determined that the initial report only captured the malfunctions identified in the engineering evaluation and not the actual customer¿s complaint. The initial event reported by the customer and all the affiliated fields in this report has been updated accordingly. It was reported from (B)(6) that the small battery drive device was not functioning. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. (B)(6). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4) contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as oct 30, 2007. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a sticky trigger, unusual noise, worn coupling head and one of the safety disk was missing. Therefore, the reported condition was confirmed. It was determined that the sticky trigger was due to failing to oil after each use and improper cleaning. It was determined that the noise was due to worn gears caused by lack of lubrication. It was determined that the worn coupling head and missing safety disk were caused by misuse and/or abuse. The assignable root cause was determined to be due to user misuse, abuse and/or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.